Manufacturer narrative:
Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The devices are not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attached report: (B)(4) post market clinical follow-up evaluation report (B)(4).

Event description:
It was reported through the post market clinical follow-up (pmcf) evaluation report, hi-torque proceed guide wire, that overall, ht proceed performed as intended at a weighted average rate of 90.1% (guide wire successfully placed, diagnostic/interventional device successfully placed, target lesion reached/crossed). Safety outcomes for dissection, perforation, embolism, and occlusion were noted. Specific patient characteristics were not listed. See pmcf report for additional information.

Manufacturer narrative:
The devices were not returned to abbott vascular for analysis. A review of the electronic lot history records (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The reported patient effects of dissection, perforation, embolism, and occlusion are listed in the hi-torque guide wires instructions for use (IFU) as a known patient effects of coronary procedures. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction and manufacturing or material issues. Due to the limited information available, the exact root cause cannot be determined. The investigation determined a conclusive cause for the reported difficult to advance and reported failure to advance cannot be determined. Additionally, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.